Event description:
Boston scientific received information that this device reached end of life. Premature battery depletion was alleged. This device was explanted. No additional adverse patient effects were reported following the explant procedure.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.